Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that speaker produced audible sound at start up test. The bench couldn't find any issues with the device as the device was functioning as expected. Based on the information available and the testing conducted, the cause of the reported problem couldn't be replicated. The reported problem was not confirmed. The speaker was replaced out of precaution. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating a speaker malfunction and sent device to bench, a good faith effort (gfe) was made to see if there was sound present. It is unknown if the device was in clinical use at time of event, there was no adverse event reported.